Event description:
It was reported that the patient was admitted for a bacterial driveline infection on (B)(6)2023. The patient was treated with a surgical debridement. They remained in the hospital for treatment and monitoring.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient had a positron emission tomography (pet) computed tomography (CT) scan performed which identified a possible bacterial infection at the driveline site but did not identify a specific infection. The patient was admitted on (B)(6) 2023 for the suspected infection; however, no treatment was performed. The patient was under follow-up. If further signs of treatment were observed, a culture test would be performed, and treatment would be performed as necessary. The patient did not show any symptoms.

Event description:
Additional information reported that the patient was treated with surgical drainage and drug therapy. The patient remained admitted until (B)(6) 2024. On (B)(6) 2024 the patient was re-hospitalized and was treated with surgical drainage of the infection site. They were also treated with drug therapy. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information was obtained regarding this patient through literature. It was reported that the patient underwent implantation of a heartmate 3 (hm3) left ventricular assist device (lvad) in october of year x-1 as a bridge to transplant for severe heart failure due to dilated cardiomyopathy. Their postoperative course was favorable, and they were discharged home on postoperative day 70. The patient remained event-free during outpatient follow-up, but in mid-october of year x, they had developed fever and pain in the left hypochondrium and visited our department. There were no signs of infection at the driveline (dl) exit site. However, contrast-enhanced CT revealed fluid retention along the dl corresponding to the area of pain, and blood tests showed elevated white blood cell count (wbc) and c-reactive protein (crp), raising suspicion of infection at that site. The patient was urgently hospitalized. After initiating meropenem, the fever quickly subsided and wbc and crp levels decreased, but the pain in the left hypochondrium persisted. Repeated bacterial cultures were negative. A positron emission tomography (pet) scan was performed, which showed 18f-fluorodeoxyglucose (fdg) accumulation at the site of pain. Surgical drainage was performed, leading to symptom improvement. Serous exudate was observed at the site, but multiple bacterial cultures remained negative. Oral antibiotics were initiated, and no worsening of symptoms or inflammatory markers was observed thereafter. Despite negative conventional cultures, a bacterial infection was strongly suspected from the beginning. Therefore, 16s rrna gene sequencing of pus from the drainage site was performed, which identified cutibacterium acnes. The strain showed good sensitivity to oral antibiotics, and there has been no increase in inflammatory markers. The patient was currently under observation with gauze drainage.